Event description:
It was reported that the customer was hospitalized due to low blood glucose of 40mg/dl. It was stated that the customer was pulse less right foot into the right extremity. Troubleshooting was performed. Reviewed the programming and found the time incorrect. The nurse stated that the insulin pump was not exposed to a high magnetic field. Then the doctor called and requested assistance with retrieving the basals and to understand how to give a manual bolus. It was mentioned that the customer is currently in a hospice and has dementia. Advised the nurse to call back if needing additional assistance. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.